Event description:
Following an uneventful novasure endometrial ablation, a hysteroscopy was done and a fundal uterine perforation was seen. A diagnostic laparoscopy was performed and the perforation, "with cautery effect", was confirmed. The physician examined the bowel and no perforation or thermal injury was seen. The pt was admitted for 24 hour observation. On (B)(6) 2011, the physician's nurse reported the pt was discharged home the next day and is "doing fine".

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. (B)(4).